Event description:
It was reported that during a partial liver resection procedure, the teflon pad melted and nothing fell into the pt. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.